Manufacturer narrative:
The monopolar curved scissors instrument was received, and failure analysis found the instrument to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had issues with wire threads. It was alleged that a fragment fell into the patient, and it is unknown if it was retrieved. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.